Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided 3mensio imagery revealed undersized vessels, calcification, and tortuosity in the patient's right access vessel. A > 5.5mm minimum luminal diameter is required for use of 14f esheath+. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of difficulty removing the sheath was confirmed based on the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra resilia valve, the team had some resistance when removing the 14 fr. Sheath". Per imagery review, undersized vessels, calcification, and tortuosity were present in the patient's access vessel. Undersized vessels and calcification can create restricted or constrained conditions that can cause withdrawal difficulty. Tortuosity can create sub-optimal angles that may increase friction upon withdrawal. The observed curvature on the sheath shaft may be indicative of tortuous vessels. In this case, available information suggests patient factors (undersized vessels, friable tissue, calcification, tortuosity) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra resilia valve, the team had some resistance when removing the 14 fr. Sheath. After the sheath was removed there was significant bleeding that resulted in the use of three covered stents from right external iliac, common femoral artery, and sfa, and six units of transfused blood along with cell saver. According to the team, the patient had friable vessels. No definitive root cause was determined by the team.